Event description:
The customer reported a past altitude alarm. There was no reported adverse impact on the customer¿s blood glucose level. The pump was reset and issue resolved. No further information was provided.